Event description:
It was reported that a 20mm amplatzer septal occluder was selected for an implant on (B)(6) 2022. During deployment of device, physician noted that it was not taking desired shape and the device was removed from the patient prior to released from the delivery cable. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. No device was ultimately implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device. Per the instructions for use, the recommended size delivery system for use with a 20mm amplatzer septal occluder is a 9f.